Event description:
It was reported the patient had not recharged the ipg for 7 months. The patient was scheduled to meet with the physician. Follow up identified the physician replaced the ipg with a non-rechargeable version.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.